Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10 .device identifier # (B)(4). The device was not returned for evaluation, therefore the failure analysis to identify root cause cannot be completed due to the lack of information received to perform a complete investigation. No material was returned for evaluation. The device history record showed no abnormalities related to reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The reported complaint was not confirmed. Root cause is unknown.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-01073.

Event description:
This is 2 of 2 reports. A customer reported that there may have been an issue with the torque knob/screw of the a1114 mayfield infinity skull clamp on (B)(6) 2019. The physician described challenges with the initial skull pinning in the patient since it seemed to be slipping or moving slightly while trying to pin and establish head position. The physician assistant described the patient as being large and thick scalp. Additional information received on 18oct2019 stating that the patient underwent an anterior cervical discectomy. The patient incurred a laceration. It was unknown how the procedure was completed.